Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. It was noted that this patient was in the hospital. Technical services (ts) discussed troubleshooting options with the field representative. Additional information noted the high out of range shock impedance was associated with this patients severe hypoglycemia. This rv lead remains in service. No adverse patient effects were reported.